Manufacturer narrative:
Ocd field service investigated and made necessary repairs to multiple subsystems, returning the vitros eci to expected operation. Acceptable vitros troples performance has been observed following the service activity. The root cause of the falsely elevated vitros troples result is instrument related.

Event description:
The customer obtained non-reproducible falsely elevated vitros tropl es results on a single patient sample processed on a vitros eci system. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The falsely elevated result was not reported as the result was repeated per the laboratory's internal procedures. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.